Event description:
Covidien received info that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the expiratory pressure transducer and the oxygen (o2) solenoid. The ventilator passed all testing.

Manufacturer narrative:
(B)(4).